Event description:
It was reported, that the patient's right ventricular lead exhibited noise over-sensing. Resulting in pacing inhibition. The lead was explanted and replaced. There were no patient consequences.